Event description:
Additional information was provided that the patient was brought to their clinic for follow-up. Pocket and lead manipulation were performed while measuring lead impedances. The impedance range was noted to be from 68 to 73 ohms. No adverse patient effects were reported.

Event description:
The device was explanted approximately one and a half years later for an unknown reason and returned by the hospital. No adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a shock impedance of greater than 125 ohms. It was noted that there was one out of range measurement of 128 ohms and previous measurements had been 65 to 85 ohms. There was no noise noted on the lead. Boston scientific technical services (ts) discussed testing the lead, and it was noted that this would be discussed further with the physician. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.